Manufacturer narrative:
The glucose reagent lot number is 67232801 and the expiration date is 31-jan-2024. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the sample syringe seal was worn and replaced it. The fse performed a baseline health check of the analyzer and found everything was within specification. A 21-cup precision check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial glucose result was 167 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result and sample was repeated. The sample was repeated on another c503 analyzer and the result was 87.3 mg/dl. The sample was repeated again on the original analyzer and the result was 85.9 mg/dl. The result of 87.3 mg/dl was deemed correct.